Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The business unit in (B)(6) confirmed that there was no malfunction of the cs100 involved in the event. The cs100 was not evaluated as a result of this event. But it has since been evaluated by a service engineer who did not find any faults with the cs100.

Event description:
The customer reported, before use/procedure, upon removal of the protective t-piece covering the balloon the balloon was found to be unfurled. The one-way valve was used to try to pull a vacuum to tighten the balloon up and to allow it to be re-wrapped for insertion but this was unsuccessful. The balloon was put aside and kept for examination and another balloon was used successfully. The patient died later in their treatment and the customer does not attribute that to the balloon in any way. The patient did not die as a result of the balloon fault. There is no alleged malfunction of the cs100 involved in the event. Related balloon medwatch numbers: 2248146-2017-00171 and 2248146-2017-00173.